Event description:
The user facility reported that during support of impella cp the patient had hematoma at the access site. During transport from chronic lymphocytic leukemia (ccl) to the cardiac intensive care unit he developed a hematoma. Aware of the hematoma, will pull the pump if it does not improve. While the registered nurse was pressing on the site, he vagaled and his pressure dropped. Fluids were given and his hr improved from 45 to 76. Due to the hematoma, it may lead to the pump being removed soon. The patient was taken down to the ccl to remove the impella. The risk of the hematoma growing was greater than keeping him on proactive support overnight for continued lv unloading. Dr. Sadeghi used one perclose to close the access site.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction e4 the investigation of the reported failure mode has been completed. No product was received for evaluation. Hematoma : the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history review: the device passed all post sterile inspection checks. Device history batch ==> sub-component lot : n/a device history review ==> the pump s/n: 616756 passed all the post sterile inspection checks.